Manufacturer narrative:
The immucor laboratory historically had tested the retention product on (B)(6) 2015 which performed as expected at that time. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument.